Event description:
It was reported that the user experienced an insulin delivery pause indicated by an ilet message after a supply change, and later reported hyperglycemia with a blood glucose of 222 mg/dl followed by a separate report of hypoglycemia with an estimated glucose of 58 mg/dl while driving without a confirmatory fingerstick. Symptoms included hyperglycemia and hypoglycemia without reported adverse effects. Outcomes included successful restoration of insulin delivery after changing the cartridge and tubing with confirmation of insulin drops prior to reconnection, user education on treating hypoglycemia, and no need for third-party or medical assistance. Investigation included guided troubleshooting of the infusion set and cartridge replacement, priming to confirm insulin flow, reconnection to the infusion site, and review of device data. Investigation of this case revealed that insulin delivery was restored after addressing a probable infusion or flow interruption, while the subsequent low glucose episode was self-managed with advised carbohydrate treatment and plans for fingerstick confirmation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.